Event description:
Nurse reported packed cells took too long to infuse on an ICU patient. Volume of 413 ml was to infuse at 125 ml/hr; only 3/4 of the bag infused at the end of 4 hours when she had to stop the infusion as the unit had hung the maximum allowable time. Catheter was 18 gauge, with unspecified blood filter pump set. There was a single upstream occlusion alarm, but no other delays. Customer was advised to save the set and the system for investigation but stated they were short on devices and didn't know if she could return it. Customer was then advised to notify the biomed who could check rate accuracy. There was no report of patient harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). The device has not been received for investigation. Should the device be returned, a follow up report will be submitted with the failure investigation results.